Manufacturer narrative:
Additional information was received that the replacement occurred 16 months post-implant. Growth of p. Acnes on the resected tissue was noted 2 weeks following explant. The device was replaced with a non-medtronic mechanical valve and graft extension. (B)(4). The initial reporter information has not been changed, however further information was received that this event occurred at (B)(6).

Manufacturer narrative:
Conclusion: based on the received information, this event describes a typical pseudoaneurysm event. Medtronic previously conducted an extensive analysis by re-examining the quality of the porcine tissue (tissue thickness), the tissue treatment process and all subsequent manufacturing steps this type of valve. Based upon this analysis, it was concluded that pseudoaneurysm formation is not directly related to any limitations within the manufacturing process. Implant techniques, however, could be important contributing factors, including: misalignment of coronary arteries resulting in tension on the anastomotic site ¿failure to adequately mobilize the coronary buttons to prevent tension on the anastomoses. Over sizing the anastomotic site ¿ sewing to thin tissue as a result on creating an extensive or low button hole in the freestyle sinus. Iatrogenic (needle size too large), multiple unnecessary needle punctures at the wall and/or coronary button site. Surgical tissue adhesives like bioglue. While, the additional glutaraldehyde exposure from the bioglue to the freestyle tissue is irrelevant, as the bioprosthesic tissue is fully cross-linked, the glutaraldehyde component of the adhesive may have undesired effects on the native host tissue, including tissue necrosis.

Manufacturer narrative:
Multiple attempts to obtain additional information were made. The device serial number was requested, but not provided. Without the serial number, no device manufacturing date or expiration date can be obtained. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that approximately 15 months post implant of this full-root bioprosthetic aortic valve in a patient with a tricuspid valve root aneurysm, aortic regurgitation, and aortic stenosis, the valve was replaced due to severe aortic regurgitation and pseudoaneurysms arising from the left coronary cusp and anterior wall of the sinotubular junction. Endocarditis (p. Acnes) on the resected tissue was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.